Event description:
Per sales rep: during the case the surgeon was fixing a plate to the patient and the screw head snapped off. The surgeon used another fixation point and left the screw thread in the patient.

Manufacturer narrative:
Evaluation of chemical composition (edx analysis) was also performed. The returned device matched the report and the incident was confirmed. The review of the risk assessement for the failure mode (intraoperative screw breakage) and the root cause (too high torsional forces) indicated the issue was within tolerance, therefore no corrective actions are deemed necessary at this time.